Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a male consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using (B)(4) unspecified, topically for lubrication (lot number, expiration date, dose and frequency unspecified). After an unspecified duration, he experienced irritation. After an unspecified duration, he again used the same device and experienced irritation, redness, burning sensation and dryness on genital area. He developed a chemical burn and his skin came off. He also stated that his tongue skin tore off and throat swelled up. He stated that the package did not contain warning label that the device might cause chemical burn or skin to come off. The action taken with the device was unknown. The events did not resolve. Consumer did not report a specific product name or lot number. A review of the trending data for complaint revealed an increase in complaint volume. Since specific product names were not reported, it was not possible to determine which (B)(4) product had contributed to the increase in complaint volume. Complaint trend monitoring would continue. This report was assessed as serious (medically significant). The company causality was assessed as possible. Additional information received on (B)(6) 2013. Based on the information available, the device was used as intended for treatment. No further investigation required. No adverse trends were identified during the complaint investigation. Complaint trends would continue to be monitored. This report remains serious.

Event description:
This spontaneous report was received on (B)(6) 2013, from a male consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using k-y unspecified, topically for lubrication (lot number, expiration date, dose and frequency unspecified). After an unspecified duration, he experienced irritation. After an unspecified duration, he again used the same device and experienced irritation, redness, burning sensation and dryness on genital area. He developed a chemical burn and his skin came off. He also stated that his tongue skin tore off and throat swelled up. He stated that the package did not contain warning label that the device might cause chemical burn or skin to come off. The action taken with the device was unknown. The events did not resolve. Consumer did not report a specific product name or lot number. A review of the trending data for complaint revealed an increase in complaint volume. Since specific product names were not reported, it was not possible to determine which k-y product had contributed to the increase in complaint volume. Complaint trend monitoring would continue. This report was assessed as serious (medically significant). The company causality was assessed as possible.